Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the complaint stent is displaced by about 20 mm in proximal direction and that the stent is severely deformed, particularly at its distal end. Microscopic analysis of the exposed balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for the treatment of a severely calcified lesion. Despite pre-dilatation the lesion could not be crossed and the stent dislodged from balloon. A guidezilla extension catheter was used during procedure.